Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of (B)(6) confirmed driveline damage that would have contributed to the reported pump stop events. (B)(6) was returned assembled with the driveline severed approximately 3¿ from the pump housing. The distal segment measuring approximately 35.5¿ with the controller connector was also returned. Electrical continuity testing of the both driveline segments in the condition that they were received found the wires to be electrically intact. The driveline was disassembled, and microscopic inspection found a breach in the red wire approximately 1¿ from the pump housing along the 3" pump segment. Additionally, a breach along the orange wire, approximately 34.5¿ from the controller connector was identified. Hipot testing found additional breaches in the orange wire along the pump segment at approximately 1.5" from the pump housing, and in the green wire along the controller connector segment approximately 29.5" and 30" from the controller connector. Although a specific cause for the observed damage could not conclusively be determined through this evaluation, the breaches appeared to be the result of repetitive flexing. The reported pump stops could not be confirmed as no log files were submitted for review; however, if the exposed conductors of the green, red, or orange wires contacted the metal braided shield while operating on the power module (pm) with a grounded patient cable or the mobile power unit (mpu), the resulting short to ground would have resulted in an interruption to pump function. Similar events would have occurred if the exposed conductors of two or more wires of different phases contacted the metal braided shield simultaneously or if the exposed conductors contacted each other while the patient was connected to battery power or to the pm with an ungrounded patient cable. Incidental findings: adhered thrombi were discovered in the outflow graft and an ingested thrombus was discovered in the outlet stator. Additionally, rescue tape was noted on the driveline, suggestive of outer jacket damage that was repaired. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. It also addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Section 4 ¿system monitor¿, section 6 ¿patient care and management¿, and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. This section also outlines indications of thrombus and how to respond to such events. This section also provides information on anticoagulation, including recommended international normalized ratio (inr) values. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook rev. C is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). Section 5 "alarms and troubleshooting" outlines all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020 due to a phase to phase with multiple pump off alarms. The patient became symptomatic with the alarms.